Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, severely calcified, diseased iliac arteries and measured 7-8 mm in diameter. It was reported the physician was unable to advance the stent graft delivery system to the intended landing zone due to the vessel morphology. The delivery system was removed from the patient without incident. The kinked talent device was discarded by the user facility. (MFR 2953200-2009-01540) another talent stent graft device was inserted and successfully deployed; however, the patient's iliac artery was torn. The physician elected to implant three additional iliac limbs and the dissection was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention). Evaluation results: (excessively tortuous and severely calcified vessels).